Manufacturer narrative:
Maquet cardiopulmonary ag received and investigated the "10023#avalon elite 23f, 31cm" device in question. Due to the visual inspection it could be determined that the slide protection was fixed at the wrong position of the catheter. The catheter was secured with adhesive tape at the wire-reinforced section. According to the instruction for use (us-version)page 8, "[...]the catheter should be secured to the patient around the rigid barbed connectors in a manner that does not kink the catheter at the insertion site. Notice: a suture tied directly around the wire-reinforced section can cut, kink, or damage the catheter.[...]". If the catheter had been secured as described in the instruction for use there would have been no possibility for the device to migrate 10 to 12 cm since the tubes are already connected after 5 to 6 cm. In addition the device history record was reviewed and no deviations could be found. In conclusion the review of all device history records did not reveal anything unusual or out of the ordinary that could indicate the cannulas were bent or somehow distorted. Therefore no malfunction of the device in question could be confirmed. It can be concluded that the reported failure was caused by a mis-use due to not following the instruction for use.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted when the device is received and evaluated.

Event description:
It was reported that during the course of support the cannula migrated approximately 4-5 inches from the original position at insertion. The cannula was placed (B)(6) 2015 and removed on (B)(6) 2015. The customer stated that the migration appeared to occur on day 8 of treatment. Additional information received on (B)(4) 2015. The device was not exchanged. The patient was removed from support because they were doing much better; not due to the product. There was no negative impact to the patient; although svo2's were higher due to the cannula not being seated. (B)(4).